Manufacturer narrative:
On may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device; informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was manufactured on 3/9/2000 and has no repair history at zimmer surgical since july 2011. It was stated by the customer that the device has been previously returned to a third party repair center. Investigation revealed damage to the head, control bar, neck, swivel, housing shaft and throttle lever. Prior to repair, the master bladed was deemed flush with the control bar. The device was outside calibration specifications at the zero, 0.0100" and 0.0200" thickness settings. The device was outside side to side specifications at the zero thickness setting. Repair of the device included replacement of the head, control bar, neck, swivel, housing shaft, throttle lever and standard repair parts. Post repair analysis revealed corrosion to the motor casing and swivel. The reported event was most likely due to the lack of calibration of the device, which was most likely due to the lack of preventative maintenance. Per the instructions fur use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continues accuracy." Additionally, special care regarding cleaning and sterilization should be taken to prevent the accumulation of moisture within the handpiece that can lead to the corrosion and malfunction of internal components. The device was repaired and returned to the customer.

Event description:
It was initially reported that during surgery there was a laceration to the patient that required staples to close the wound. The initial graft harvest was used with a delay of approximately 10 minutes. No alternate device was used to complete the surgery.